Event description:
Per the report received from Germany, Edwards received notification of a 56 mm EVOQUE valve. After Evoque intervention, on POD 4, the patient developed third-degree atrioventricular (AV) block. On POD 7, a standard right ventricular (RV) lead pacemaker was implanted. The following day, transthoracic echocardiography (TTE) showed that the lead did not pass through the valve; instead, it coursed between the annulus and the valve, resulting in PVL and valve instability. Due to these findings, the patient underwent conventional surgery on POD 14. According to the surgeon, only three anchors remained attached at the time of reintervention.

Manufacturer narrative:
This is one of two Manufacturer Reports being submitted for the same event. Related Manufacturer Report ID: 2015691-2026-16867. Additional E1 (Telephone number): (b)(6). D4 - Primary Unique Device Identification (UDI): (b)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.